Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken hemostatic valve issue occurred. It was reported by the biosense webster inc. (Bwi) representative that during an afib procedure, when withdrawing the catheter from the sheath, there was blood coming backward out of the hub. No troubleshooting was performed, and the physician pulled the sheath out of the body. The physician did not believe that air entered the patient¿s body. The approximate volume of blood that was lost was 20 ccs of blood. The bwi representative reported that on the back of the hub, where you insert the dilator, it looked like there was a break in it. The section where the issue was observed was the hemostatic valve and it was broken. It did not appear to be dislodged. The brim cap/hub was not detached. No adverse patient consequence was reported.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood was observed on the brim cap. No apparent damage or anomalies were observed on valve. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 60000172 number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603)) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve issue. Investigation findings: appropriate term/code not available (c22)) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).